Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. Flickering and noise were due to image capture of the head part and flooding inside the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was found that the main body was discolored and that the adhesive part had melted. As a result, the equipment was likely exposed to high temperatures (example: autoclave during reprocessing), the adhesive melted, moisture came in, and communication failure occurred due to cable flooding and leading to flickering and image noise. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reporter that their olympus camera head stopped displaying the image during use. Additional details relating to the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned; however, no device evaluation has been completed yet and the investigation is ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.